Manufacturer narrative:
The devices and x-rays associated with this report were not returned. A search of the complaint database found no additional reports for the talar component part and lot number combination. Review of the device history records and/or a complaint database search was not possible as the product and lot code required for the insert was unavailable. Requests for additional investigational inputs were made in accordance with (B)(4) appendix d. No additional information obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The patient was revised because the talus subsided and loosened. Osteolysis and poly wear of the insert were noted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.